Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that a power on reset (por) came up on the recharger when the patient was trying to charge. It was unknown if the por was related to an overdischarge event. The patient checked it with the patient programmer and the por was also on there. It was noted that the por was informational. The steps to clear the por with the patient programmer were reviewed and the por was cleared successfully. The patient confirmed that stimulation was back on and working. The patient was to follow-up with a healthcare professional. No symptoms were reported. It was noted that the patient's stimulation went to his brain for pain control

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.